Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") in a 40-year-old female patient who had essure (ess205) (batch no: 12257453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included sleep apnea, multiple allergies and ovarian cyst (right). Concurrent conditions included hypertension since 2008, diabetes since 2007, asthma since 2007, spondylitis since 2014, anemia since 1988, anxiety, depression and uterine leiomyoma. Concomitant products included cetirizine hydrochloride (cetrizine), gabapentin, losartan, metformin and salbutamol. On (B)(6) 2004, the patient had essure (ess205) inserted. In october 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower belly and lower sides of belly"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/ lower belly and lower sides of belly"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total laparoscopic hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient tolerated insertion procedure well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- event plaintiff did not underwent essure confirmation test. Was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") in a 40-year-old female patient who had essure (ess205) (batch no. 12257453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep apnea, multiple allergies and ovarian cyst (right). Concurrent conditions included hypertension since 2008, diabetes since 2007, asthma since 2007, spondylitis since 2014, anemia since 1988, anxiety, depression and uterine leiomyoma. Concomitant products included cetirizine hydrochloride (cetrizine), gabapentin, losartan, metformin and salbutamol. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower belly and lower sides of belly"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/ lower belly and lower sides of belly"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total laparoscopic hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient tolerated insertion procedure well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") in a 40-year-old female patient who had essure (ess205) (batch no. 12257453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep apnea, multiple allergies and ovarian cyst (right). Concurrent conditions included hypertension since 2008, diabetes since 2007, asthma since 2007, spondylitis since 2014, anemia since 1988, anxiety, depression and uterine leiomyoma. Concomitant products included cetirizine hydrochloride (cetrizine), gabapentin, losartan, metformin and salbutamol. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower belly and lower sides of belly"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/ lower belly and lower sides of belly"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total laparoscopic hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient tolerated insertion procedure well. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received. Lot number was added. Reported information was added. Event was added, events : abnormal pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping),abdominal pain lower. Outcome was changed of pain, heavy bleeding, cramping. Severity was updated of abdominal pain and pelvic pain. Concomitant medications and medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.